Event description:
The customer reported obtaining false low ammonia (amm) results for two (2) patients, involving the unicel dxc 800 pro synchron system. The customer repeated the samples and obtained higher amm results considered correct. The false low amm results were not reported outside the laboratory. There was no effect to patient treatment in connection to event. Quality control was within laboratory established ranges on the day of the event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and performed a performance verification test (pvt 3 and pvt5) for carryover and precision. The sample probe failed carryover test. The fse replaced the sample probe and wash collar to resolve the issue. Alignment was performed as part of the replacement procedure. Additionally, the fse found a small air bubble on the sample syringe. The sample syringe was replaced to resolve the issue. The fse verified instrument operation.